Event description:
Advanced sterilization products became aware of a potential event concerning a pt reported by medical doctor. Pt called dr to inform him of rectal irritation and bleeding of the colon. The pt was referred to a specialist who indicated that "the colon was irritated." Pt was reportedly provided a cortisone enema. Dr has read the product insert and suspected that it may be caused by improper rinsing by the girl in his office. Dr has not provided additional info confirming this report. (12/8/98 forward).